Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart xl defibrillator experienced a noisy ECG waveform when the ECG cable was moved and that the ECG connector was "loose." There was no negative patient impact.